Event description:
It was reported that patient underwent ankle arthroplasty procedure on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 due to fracture of the ankle nail. The surgeon noted infection and non-union of the ankle fusion. The ankle nail, end cap and cortical screws were removed.

Manufacturer narrative:
Evaluation of the returned device pieces found post fracture damage that obfuscated many fracture surface artifacts; however, the fracture surface artifacts that could be evaluated suggest the fracture surface began as a fatigue fracture in the superior lateral corner of the inferior slot. Dimensional evaluation of the relevant features found them to be within specification. This report filed january 9, 2012.

Manufacturer narrative:
Review of sterilization certification confirms device was sterilized in accordance with (B)(4). (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Nonunion or delayed union, which may lead to breakage of the implant." "Infection". This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2011-00923 / 00929). (B)(4).